Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4): the device was returned and analyzed. No anomalies were found. Concomitant products: 4296 implantable pacing lead - (B)(6) 2012. 4076 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that within a couple of months, the patient experienced three hematomas, all of which were evacuated. Additionally, the left ventricular (lv) lead was found to be protruding through the skin near the pocket. The system was explanted, and will be replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that within a couple of months, the patient experienced three hematomas, all of which were evacuated. Additionally, the left ventricular (lv) lead was found to be protruding through the skin near the pocket. The system was explanted, and will be replaced. No further patient complications have been reported as a result of this event.